Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously high frt4 result on one patient sample generated by unicel dxi 800 access immunoassay analyzer. The erroneous result was reported out of laboratory and questioned by the physician. Upon repeat, the results were in normal reference range. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was received in pst tube. Qc runs before and after the event were within the customer's established range. A system checks are performed daily, and met specifications. No errors or flags were associated with the erroneous results. Service was not dispatched for this event. No clear root cause for this event has been determined to date.